Event description:
It was reported that this complaint took place in the operating room. After insertion was completed, the doctor then attempted to remove the swg. It was at that time the swg unraveled. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.